Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, the stent failed to deploy. The lesion was located in the common bile duct (cbd). The rx wallstent permalume 10 mm x 80 mm stent delivery system (sds) was advanced to the lesion. Upon attempting to deploy the stent, the stent failed to deploy and it was thought that the shaft may have kinked. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".